Manufacturer narrative:
F10 / h6 health impact code grid: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained for the duration of the procedure. The patients anatomy was described as 'not tortuous'. It was reported that 'the subject self-expanding stent was delivered along a guidewire to the stenotic segment of the left middle cerebral arteries (mca) m1. After accurate positioning confirmed by angiography, the subject stent was deployed. Angiography revealed approximately 45% residual stenosis in the left mca m1 segment, with smooth blood flow in the patient and a thrombolysis in cerebral infraction score (tici) of 3. The subject stent system was then withdrawn. After a 5 minute observation, a repeat angiography showed smooth blood flow in the left internal carotid artery(ica) and mca. The procedure was completed, and the patient was sent to the ward postoperatively. On january 11, 2025, the patient was discharged in good condition and took medications regularly. On april 8, 2025, the patient returned to the hospital for a follow-up appointment as scheduled. Cerebral angiography indicated post-stent implantation changes in the left mca m1 segment, with moderate stenosis (50-60%) within the stent. After several days of symptomatic and supportive treatment, including antiplatelet drugs, statin lipid-lowering drugs to stabilize plaques, and improve circulation, the patient's symptoms improved. The patient was temporarily discharged with medications and instructed to return for regular follow-up appointments. There was no stent deformation/irregular shape noted during the follow up. The reportable 'patient vessel restenosis' is listed in the subject stent dfu as an anticipated outcome of these types of procedures. Therefore, an assignable cause of anticipated procedural complication will be assigned to this reported event.

Event description:
It was reported that 3 months post-procedure during a follow up appointment, a cerebral angiography indicated post-stent implantation changes in the left middle carotid artery (mca) m1 segment, with moderate stenosis (50-60%) within the subject stent. The patient was administered antiplatelet drugs and statin lipid-lowering drugs to stabilize plaques, and improve circulation, after which the patient's symptoms improved. The patient was temporarily discharged with medications and instructed to return for regular follow-up appointments.

Event description:
It was reported that 3 months post-procedure during a follow up appointment, a cerebral angiography indicated post-stent implantation changes in the left middle carotid artery (mca) m1 segment, with moderate stenosis (50-60%) within the subject stent. The patient was administered antiplatelet drugs and statin lipid-lowering drugs to stabilize plaques, and improve circulation, after which the patient's symptoms improved. The patient was temporarily discharged with medications and instructed to return for regular follow-up appointments.